Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and performed a touch screen calibration which resolved the frozen screen issue. All functional and safety tests were performed and passed to factory specifications.

Event description:
It was reported that during testing in the biomed shop, the screen of the cardiosave intra-aortic balloon pump (iabp) was freezing. There was no patient involvement; thus no adverse was reported.